Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced sensor glucose versus blood glucose differences with threshold suspend. Her sensor glucose was 56 and blood glucose was 400 mg/dl. When she removed the sensor, she realized that it was bent. She was advised that her blood glucose and sensor glucose were not within acceptable range. The sensor will be returning for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.